Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included pelvic pain female, ovarian cyst, paratubal cyst, dyspareunia, adenomyosis, uterine adhesions, multiparous, loop electrosurgical excision procedure and cystoscopy. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic assisted hysterectomy, left salpingooophorectomy,right salpingooophorectomy.). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: (B)(6) 2011-diagnostic laparoscopy and right salpingo oophorectomy. (B)(6) 2012- robotic assisted hysterectomy, left salpingo-oophorectomy and cystoscopy. On essure insertion- left side: it was noted that there was 3 or 4 coils exiting the tubal ostia. In a similar fashion on the right, the tubal ostia was visualized. It was noted the coil just inside the fallopian tube. Concerning the injuries reported in this case, the following were reported from patient¿s medical record : pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-dec-2020: mr received: case category upgraded to serious incident. Previously reported event: 'injury' was updated to 'pelvic pain'. Medical history, patients date of birth, reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.